Event description:
It was reported that shaft fracture occurred. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during insertion, the device fractured at the middle of the shaft. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that shaft fracture occurred. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during insertion, the device fractured at the middle of the shaft. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was a separation of the hypotube 66.5cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded. Photo media reviewed depicts a separation and kink in the hypotube of the device which aligns to some of the damages found in analysis. Product analysis confirmed the reported break as there was separation to the device.